Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the patient was in cath lab for permanent pacemaker insertion, incision was made, attempted to use the cautery for the first cautery to cauterize the subqu capillary oozing and a fire ensued causing a flame. Immediately removed the drapes, the pillow and the oxygen mask and tubing from the patient, fire was put out quickly. Patient sustained burns to his face, was intubated to protect airway, taken to ICU.